Manufacturer narrative:
Based on the information provided, the reported event of wire perforation to the left ventricle will be reported through the thv/tvt registry. There was no allegation or indication of an edwards thv device malfunction or adverse event associated with an edwards thv device. The investigation is ongoing.

Event description:
Approximately two years and three months post-transcatheter aortic valve replacement (tavr) procedure using a 29mm sapien 3 valve, the patient was evaluated due to increased gradients, and possible valve-in-valve procedure. Per medical records received, a 29mm sapien 3 valve was successfully implanted in the aortic position. Approximately two years and four months post-implantation, the patient presented with complaints of chest pain, palpitations, and shortness of breath. Cardiac catheterization was performed, and severe aortic stenosis with a mean aortic gradient increased to 66 mmhg was noted. Thrombus on the aortic valve could not be ruled out, leading to admission for worsening dyspnea. At that time, the patient was undergoing evaluation and was scheduled for a CT and transesophageal echocardiogram (tee). Imagery was provided and reviewed by edwards proctor, showed thickened and calcified leaflets were observed. On echo, the posterior leaflet is nearly fixed, while the medial and lateral leaflets have limited mobility. A spectral doppler showed a mean gradient of 38 mmhg, and a color doppler showed mild central aortic regurgitation (ar) with flow acceleration across the valve. The aortic valve area (ava) measured 0.86 cm2. A transcatheter aortic valve replacement (tavr) was attempted using a 29mm sapien 3 ultra resilia valve within a previously implanted 29mm sapien 3 valve. Unfortunately, the patient experienced pulseless electrical activity (pea) before the valve reached the heart. Per report, it was suspected that the wire punctured the left ventricle. Tamponade was observed during transesophageal echocardiography (tee). Consequently, a decision was made to open the patient's chest to manage the bleeding. The tavr procedure was aborted, and the patient subsequently expired in the ICU.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, s3, and s3u valves has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The reported event was confirmed based on the imagery provided. Available information suggests patient factors (diabetes) likely contributed to the event as a patient medical history of type 2 diabetes was reported in the medical record. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.